Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated customer on the appropriate fill amount. There was no reported impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.